Event description:
The customer reported that during a sigmoidectomy procedure, the silicone cover on the shaft of the jaws slid to the tip of the jaws upon removing the device from the versaport trocar. Then the tip of the silicone insulation became cracked. Another device was used to continue the procedure. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 01/09/2015. Date of follow-up report : 02/10/2015. One used lf5544 were received for evaluation and visual inspection found the clear insulation was rolled up onto the jaws. The customer reported that the plastic insulation split. The reported condition was confirmed and the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.